Event description:
It was reported that the patient "twiddled" the leads back into the device pocket. The leads were removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the defibrillator conductor was distorted and visual analysis revealed apparent explant damage. (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured. The defibrillator conductor was distorted. Several conductors were distorted and had blood/body fluid (not obstructed). The outer tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation was torn and had a cosmetic depression. The lead was stretched.